Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. In addition according to the implant registration card three channels have been left extra-cochlear at implantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's father reported that the child fell from the bed two days prior on (B)(6) 2021. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's father reported that the child fell from the bed two days ago (on (B)(6) 2021).